Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had unresponsive buttons. The customer's blood glucose value was unknown. Customer reported that the buttons were not working when they pushed them and have to push repeatedly. Customer reported that they have also seen the screen started to become lighter as if the battery was wearing out. The device will not be returned for analysis.